Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports: revision thr: failed elite plus stem and duraloc enduron liner, after 8 years post implantation. (B)(4) study: the components were returned to the patient unfortunately. This was a patient in the (B)(4) study comparing enduron poly with marathon which is out to about 9 years. This patient had wear from the enduron liner and caused loosening and severe osteolysis of the femur. The was a big hole under the greater trocanter on x-ray and the bone was very this. This resulted in revision to a long wagner type revision stem and several cables to repair. No x rays available either sorry. The products associated with this reported event were not returned for examination. A search of the complaint databases did not show any other reports against the provided product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision thr: failed elite plus stem and duraloc enduron liner, after 8 years post implantation. Devane marathon vs enduron study.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
Updated information received indicating the patient had poly wear of the liner, loosening of the stem, osteolysis, and greater trochanteric pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Information provided is found insufficient to determine root cause. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.